Manufacturer narrative:
(B)(4). (B)(6). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that during a left knee arthroplasty, the surgeon had difficulty seating the device because there were scratches in the double dovetail locking mechanism. Subsequently, another device was used to complete the surgery. There was a fifty minutes delay in the surgery.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the device shows nicks and gouges. The dovetail feature is flared and compressed, but the dimensional analysis was not conforming to the specification, since the product was damaged attempting to implant. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the surgical technique. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.